Manufacturer narrative:
The device has been requested, but has not been received; should the sample become available and is evaluated, a follow-up will be submitted. Review of the complaint history reveals similar reports have been received for this product, 1c8290, gr227587, for the reported issue.

Event description:
"Tpn and intralipids were hooked up to baxter minivolume extension set. Extension set leaked." No add'l info is available.